Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Impella placed by doctor in operating room via aorta during aortic valve replacement. During bypass aorta and left ventricle negative. Once off bypass continued to be negative and flow rates 3.7 at p-3. Issues in which patient kept bleeding from aortotomy of valve repair. The doctor repaired multiple times with a long pump run. Once weaned off extracorporeal membrane oxygenation (ECMO) device would not flow above p-6 and drop down to 0.0 flow. Readjusted under echo, outflow not in graft. Eventually decision to take out pump and place patient on ECMO. The pump will be return for evaluation.

Event description:
An impella 5.5 was inserted via the direct surgical approach for the support of a 84 year old male patient admitted in for surgery. The patient was to undergo coronary artery bypass graft (CABG) and valve. The patient was presenting in scai stage c shock and was supported by inotropes and vasopressors prior to the pump placement. The patient was taken off the bypass circuit in the operating suite and found surgical bleeding and the pump was not able to achieve appropriate flows. The pump was in poor position and team made decision to remove the pump and support the patient instead with extra-corporeal membrane oxygenation (ECMO). The patient survived the event and surgical support. The 5.5 pump will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the removal and placement of ECMO, however the exchange was performed with no consequence to the patient.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: clinical reported once weaned off extracorporeal membrane oxygenation (ECMO), device would not flow above p-6 and dropped down to 0.0 flow. The returned product was inspected and there were no visual abnormalities. There was dried blood by the outlet cage. No cannula kinks or impeller damage was observed. The pump was run in the lab at various p-levels and low pump flow did not reproduce. The cause of the low pump flow was not established as no product abnormalities were observed, issue did not reproduce and no data logs were returned for analysis. Device in wrong position: clinical reported pump was readjusted under echo, outflow not in graft. It is unknown how device became malpositioned. The cause of the issue was not established as limited clinical information was provided.